Event description:
The customer reported via phone call that the insulin pump keeps going into threshold suspend during the night. Customer stated that the sensor would read low and when she checks her blood glucose is high. She tries to calibrate and gets calibration errors. Blood glucose value was 129 mg/dl. Customer was assisted with troubleshooting and was advised to speak to doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.